Event description:
It was reported that the patient's knee was revised due to pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Other device used: catalog #00596401551, nexgen lps-flex femoral component lot #60303063; catalog #00595006745, nexgen mis stem extension; lot #60363707. Additional information has now been received, stating the revision was due to suspected loosening of the tibial component and traumatic arthritis. The primary operative notes provided state that after allowing cement to harden, the knee was put through a full range of motion the knee was stable with good range of motion and central tracking. The revision operative notes state the patient developed continuing pain and tibial discomfort. A bone scan suggested increased uptake on the tibia and on the femoral component. Upon removal, the tibial component was obviously partially loose with a clear separation from the cement/metal interface. No further information regarding condition of the femoral component was provided. A root cause for the femoral and tibial loosening cannot be determined with the information provided. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device in question was implanted prior to this field action, with use of a drop-down stem extension.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned components (tibial implant, femoral implant, articular surface) noted that they exhibit signs of being implanted. There is bone cement remains on the backside of the tibial tray. A stem extension is still attached to the tibial implant. The bone cement remains are only located on the flat surface on the backside of the tibial implant, there is none on the wings of the keel or the stem extension. The superior surface of the tibial implant is stained and scratched. This new information does not affect the previously completed investigation.

Event description:
It was reported that patient underwent left knee arthroplasty. Subsequently, approximately six years later, patient was revised due to pain and loosening.